Event description:
It was reported that while pumping, the helium leak alarm activated. The pt was transferred to another pump, which also alarmed. It was decided to remove the intra-aortic balloon, and since the pt was hemodynamically stable, there was no need to insert another catheter. There were no pt complications.